Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a female patient received pump alarm, indicating that medication was running low. Upon further discussion, patient disclosed that they did not change the cassette as scheduled. The patient accidentally removed the valve along with tubing and then connected new tubing directly to PICC line without valve and subsequently noticed blood backflow into tubing. Shortly after that the pump encountered receiving recurrent occlusion alarms and was unable to troubleshoot independently. Patient then called 911 and paramedic responded and went to emergency room for assessment within normal limits during event and the md office were made aware of the issue and provided with updates. The concentration of medication was 2.5mg per ml and infused via central line. There were a patient involvement and patient harm.